Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes.there was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/09/2017 with the following findings: during investigation, the black box showed a loss of prime warning associated with a low non zero force. An ez-prime and 24 hours duration test were successfully completed with no loss of prime warning being duplicated. The force sensor measured within specification. There was an unidentified low force observed in the black box. The force sensor calibration passed within specification.